Event description:
It was reported that the implantable pacing lead had an increase in thresholds and a sensing issue. The lead was adjusted, but then experienced no sensing or capture. The physician attempted to reposition many times with same results. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.